Event description:
Revision surgery - due to the cup loosening.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 1.4 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to device loosening. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this product: one for device loosening, one due to trauma, and two due to dislocation. This is the first complaint for this lot number. The root cause for the device loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.